Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that she was out which indicated that she was unresponsive. The patient¿s husband took a finger stick reading and the patient¿s value was at 24 mg/dl and administered the patient with a glucagon shot. After the patient became responsive, she was given milk and juice. The patient did not need any medical attention. At the time of contact, the patient was doing good. Additional patient or event information is not available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data